Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far p-wave oversensing was observed. Increased capture threshold and decreased sensing were also noted. The lead was found to be dislodged. Lead was explanted and replaced. The patient condition was good after the procedure.